Manufacturer narrative:
Findings: pump had cracked case at display window corner, battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place, missing reservoir tube o-ring, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is piece missing at reservoir opening. Customer reported that pump fell and the reservoir is damage. Customer was advised that pump will be replaced.